Event description:
It was reported that the handle of the device will not release after the handle is clamped. The device was not in use on a procedure when this occurred. The device was tested prior to a procedure and it was difficult to release the needle and was not used. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The spring of the ratchet mechanism was weak. Although, after lubrication of the movable parts with an appropriate lubricant the ratchet mechanism functions properly. According to IFU all movable metal parts of the instrument must be lubricated regularly for maintenance and properly function of the instrument. In addition a defect tension bar was noticed resulting in the described misfunction of the jaws. No manufacturing defects at the welding line could be identified. The cause of this defect could not be determined.

Manufacturer narrative:
(B)(4). Device will not release. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.